Event description:
Customer reported cable failure during inspection for use involving an olympus camera head. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.